Event description:
It was reported that during remote follow-up, patient presented with atrial tachycardia/atrial fibrillation detections that triggered by noise and far-field r wave detection on their right atrial lead. It was noted that there was a significant amount of variability in the amplitudes of far-field r waves picked up on the atrial lead. There were no patient consequences and will continue be monitored.